Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid (30 mg/ml at 16 mg/day), unknown baclofen ( 200 mcg/ml at 106.5 mg/day), clonidine and bupivacaine via an implanted infusion pump. It was reported the patient's pump went empty on (B)(6) 2020. The caller noted the patient was able to find out that the patient did not want to leave their home due to covid so did not go for their pump refill and the refill was missed. The patient was now in the ICU with terrible spasms, like a "pretzel", and was not able to communicate until today. It was noted the facility where the patient was at does not allow for drug combinations to restore intrathecal baclofen is the priority. The pump was to be filled with only baclofen 200 mcg/ml and dose per day of 106.5 mcg/day. The hcp was going to call back when programming to remove 3 drugs and then doing bridge bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the actions and interventions taken to resolve the empty pump was the pump was filled. The empty pump was resolved. No further complications were reported nor anticipated.